Manufacturer narrative:
It was reported that the device failed one sub test during the pre-use check. There is no information available about any replaced part, nor is there any part returned for technical investigation. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. The supplied information is not specific enough to point to any particular fault. The received device logs shows several failed sub-tests, the cause of these could be anything from a deviating gas connection, leakage or something else, its impossible to establish without a service report with additional information, or replaced returned parts for investigation. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the blower inlet resistance test during the internal tests. There was no patient involvement. Manufacturer's ref. #: (B)(4).